Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2023, due to csf gusher (duration not reported). This report is submitted on february 14, 2023.

Manufacturer narrative:
This report is submitted on january 25, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to migration of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.